Event description:
Report of door/cassette alarms leading to a delay in treatment. It was reported that the intensive care unit pt was status post code blue and attempts to hand a bicarbonate drip were delayed due to door/cassette alarms. Also, attempts to hang epinephrine and norepinephrine drips were delayed due to frequent door/cassette and air in line alarms. It was reported that the pt had a decrease (amount not specified) in blood pressure as a result of the frequent alarms causing an inability to maintain a continuous infusion of these drips. Interventions used to resolve the problem included frequent priming, changing the tubing, and changing the pump. It was reported that there was no adverse pt outcome associated with the alarm incidents. No further info was available.